Event description:
The end-user had reported a complaint regarding her tens unit device as having stimulation that faded in and out. She could not tell if this was a lead wire or if it was the device. Our distributor instructed her to hook up four pads and switch the good, working lead from one channel to the other to see if she noticed any difference. The distributor stated that she seemed a bit confused on the phone, so sent information to the compass health brands technical csr, asking her to troubleshoot with the customer. The end-user was forwarded to a compass health brands csr, and was advised on every step regarding how to handle the confusion - the end-user was first instructed to try a new battery to see if this would correct the problem, as tens units do strange things when the battery is running low. She called back two days later, after she had changed the battery, and stated that she had been burned. She had the device 1.5 weeks. She stated she was using two electrodes across her lower back 4"-6" apart. She stated this was the third use of the electrodes. The pictures she had provided of the burns appear to show that she had used 4 electrodes, and that they were fairly close together. The end-user's burns were reported as having blistered.